Event description:
The customer states that the abrader caused a burn to the patient during the procedure. The burn occurred when the surgeon was removing the bur from the shoulder. The burn is 4 x 2 cm, and is adjacent to the port incision.

Manufacturer narrative:
The abrader was in perfect, as-new condition. The lumen of the inner shaft was plugged with patient soil. This blockage of either bone or cartilage prevented the suction of saline from the operative site which intentionally cools the device and prevents overheating at the tip. Without this cooling process in place, the friction of using the device on bone or cartilage can cause heat at the distal tip of the device. It is not known why the device was placed on the patient's skin rather than simply removed from the operative site as normal; further the device was returned for investigation and manufacturer concluded that no corrective action needed. The complaint was not due to a malfunction of the device, but rather due to the technique used during surgery.